Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:a battery compartment crack was observed during investigation. Unrelated to the complaint, the vibration-alert feature was nonfunctional. The vibration-alert motor pins were found to be out of alignment; the pins were realigned and function returned to normal. The keypad was found to be torn. Evaluation revealed that all keypad buttons were responsive. The bolus button cover was found to be missing. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.